Event description:
It was reported that the pump triggered an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to clean the pump's speaker holes and reload the cartridge to resume insulin delivery, but these steps did not resolve the issue. The customer was then advised to load a new cartridge and wait five minutes. The alarm reoccurred, prompting further instructions to wait two hours for potential moisture to evaporate. Despite multiple follow-up attempts by technical support, the customer did not respond, leading to the closure of the case.